Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was 22.0 mmol/l. The customer reported that they had crack on the case at the back of the pump and crack was vertical, battery side. The customer reported that the reservoir unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a crack on the battery tube which extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly.